Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that an unknown zimmer abutment screw loosened. There was no injury or impact to the patient. Tooth location 19.

Manufacturer narrative:
This report is being submitted to relay additional and corrected information to supplement (B)(4). (B)(4) and have also been submitted. The following sections are being reported: b5: it was reported that an unknown zimmer screw loosened and was replaced three times with a brand new screw at tooth location #19. There was no injury or impact to the patient. D8: correction: no. G4: 26 feb 2019. G5: k013227. G7: follow up. H1: malfunction. H2: correction, additional information, device evaluation. H3: yes, evaluation summary attached. H6: device, method, results and conclusion codes. H10: manufacturer narrative and corrected data. A device history review (DHR) was not completed as the reported device lot is unknown. A complaint history review was not performed as the reported device lot is unknown. A definitive root cause could not be determined. Probable causes as mentioned in the device risk management file include: abutment cone prepped in error; user error, insufficient training, abutment not seated properly; tissue interference and screw not torqued to specification. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that an unknown zimmer screw loosened and was replaced three times with a brand new screw at tooth location #19. There was no injury or impact to the patient.